Event description:
It was reported that the ilet user contacted support for guidance on a complete supply change after running out of insulin and experiencing elevated blood glucose of 280 mg/dl without symptoms. The agent assisted with the supply change and advised the user to monitor for a downward trend. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.